Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that a 206520 duraseal exact spine sealant system 5ml that expired (B)(6) was used on a male patient's knee on (B)(6) 2018. There was no patient injury reported. The patient's condition after the product had been used was unknown since it was an outpatient procedure.

Manufacturer narrative:
Investigation completed on 15mar2018. The product sample or additional supporting materials from the account was not available for this incident. The event report alleges the product was used in a surgical procedure. A definitive root cause could not be determined with regard to the reported condition. A review of the device history record indicates the product was released meeting all medtronic quality release specifications at the time of manufacture. Post market vigilance reviews all trend triggers with the appropriate personnel to ensure the proper actions are taken if a trend is identified. Post market vigilance will continue to monitor this condition for future potential action. Should new information become available, the file will be re-opened and the investigation will be amended as appropriate.